Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the implant was opened from the box, there was white powder inside. There was no patient impact since the customer noticed foreign matter before using the product to patient. There was a surgical delay of unknown length due to the event.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> when he opened the implant from box, there was white powder inside. Photos were provided for review. See attachment original-9cd02a20-5d5b-4341-8f72-932065d4a71d.jpeg. Additionally, a manufacturing investigation was raised for the complaint issue. The photo investigation revealed the pinnacle sector ii cup 52mm with organic material, additionally it also shows signs of a white powdery foreign matter on the product surface was identified prior to the product¿s use, confirming the reported allegation. However, the source would not be possible to determine a root cause from the photo provided. A manufacturing record evaluation was performed for the finished device product description: pinnacle sector ii cup 52mm product code: 121722052 lot number: 4475753 and no non-conformances or manufacturing irregularities were identified related to the failure mode. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 52mm would have contributed to the complained device issue. ¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: pinnacle sector ii cup 52mm product code: 121722052 lot number: 4475753 and no non-conformances or manufacturing irregularities were identified related to the failure mode device history review ==> a manufacturing record evaluation was performed for the finished device product description: pinnacle sector ii cup 52mm product code: 121722052 lot number: 4475753 and no non-conformances or manufacturing irregularities were identified related to the failure mode. H11 additional narrative: corrected: h3.